Event description:
It was reported that a child underwent an open wound closure procedure on (B)(6) 2013 and topical skin adhesive was used. During the closure, the eye became stuck. The eye was immediately cleaned with soaked compresses but that did not change anything. The poison information center was called. An operation was scheduled to cut the eyelashes. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: the device information for use warns" when closing facial wounds near the eye with dermabond adhesive, position the patient so that any runoff of adhesive is away from the eye. The eye should be closed and protected with gauze. Prophylactic petroleum jelly around the eye, to act as a mechanical barrier or dam, can be effective in preventing inadvertent flow of adhesive into the eye."